Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation. A thorough review could not be conducted as no lot number was provided. Based on the info provided, it is most probable the rod became dislodged as a result of the locking cap not being properly tightened on the rod. However, without the implants to evaluate, no definitive conclusion can be determined. If add'l info is provided, a supplemental report will be submitted.

Event description:
It was reported to globus that a pt had a revision surgery due to a rod having moved out of screw tulip. The revision surgery took place (B)(6) 2016.